Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp) since its activation. Troubleshooting was attempted to no avail, causing pain to the patient due to the repetitive squeezing. It was also indicated that the device was very easy to palpate. A surgical procedure was requested to address the device issues. The patient was said to be stable.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the pump anomaly confirmed via analysis was likely the cause of the reported clinical observation of device mechanical issues. The reported pain could not be confirmed via analysis but this symptom is a known risk associated with ams 700 procedures and is noted as such in the device instructions for use (IFU). Device history record (DHR) review: DHR review confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this inflatable penile prosthesis (ipp) was thoroughly analyzed. Visual and microscopic examination of the cylinder identified holes from avulsion in the outer tube of the cylinder bodies; a small leak was present when inflated with a syringe. The tubing of one cylinder had damage consistent with explant which resulted in a leak. Neither cylinder was pressure testing due to the leak. The pump was also visually and microscopically examined and underwent functional testing. No damage was observed visually, but the pump did not pass activation testing or the valve deactivate state test. Analysis confirmed that the cylinder leak and the pump anomalies could affect the functionality of the device resulting in the mechanical issues observed clinically. Analysis could not confirmed the reported allegation of pain. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the device IFU. The IFU lists pain as a potential adverse event associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited mechanical issues since its activation. Troubleshooting was attempted to no avail. The patient reported pain due to the repetitive squeezing. It was also indicated that the device was very easy to palpate. A surgical procedure was performed to address the device anomaly. No patient complications were reported.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported mechanical issues and pain cannot be established as the product is not available for analysis. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ams 700 instructions for use (IFU). The ams 700 IFU lists pain as a potential adverse event associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp) since its activation. Troubleshooting was attempted to no avail, causing pain to the patient due to the repetitive squeezing. It was also indicated that the device was very easy to palpate. A surgical procedure was performed to address the device issues. The patient was said to be stable.